Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the video processor displayed no video image. The issue was found during an inspection of the device before use. There were no reports of patient involvement.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6) hospital. Organization shizuoka prefectural general hospital full e1 -(B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.